Event description:
Bilateral breast augmentation mcghan double lumen mammary implant. In 2005 mammogram = possible weakening left implant. In 2006 pt underwent bilateral capsulectomy and implant removal - right implant intact, left implant - ruptured. No implants put back - pt decided on mastopexy instead.